Manufacturer narrative:
Additional narrative: no patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 that while the hospital staff was reviewing their equipment, it was noted that the tip of the t25 inter-lock screwdriver is stripped. No patient involvement. (B)(4).

Manufacturer narrative:
Date returned to manufacturer. DHR review was completed part no.: 03.010.473, lot no.: 9067767, manufacturing location: (B)(4), release to warehouse date: 03.dec.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Service & repair evaluation: the customer reported the tip of the screwdriver was stripped. The repair technician reported the tip of the screwdriver was bent and twisted. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The 03.010.473 inter-lock screwdriver t25/3.5mm hex/224mm screwdriver is intended for insertion and removal of distal locking screws during femoral and tibial nail procedures. This complaint is confirmed. The distal tip of the main driver shaft is severely twisted in the direction of resistance met during screw insertion. However, the slider tip is not twisted which indicates that both tips were not fully inserted into screw head recess prior to applying torque. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. Visual inspection also identified that the nut component is missing from the returned device. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A material and hardness is not applicable at this time as the devices went through those tests during the inspection testing at the time on manufacturing and the DHR records showed no issues. Drawing (current, mfg) were reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Dimensional analysis for the instrument is not possible due to post-manufacturing damage (distal tip of the main driver shaft is severely twisted in the direction of resistance met during screw insertion). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.